Manufacturer narrative:
(B)(4). The carefusion technical support representative advised the third party rental company biomed to make sure that he only applies 3cm of pressure to the transducer and that his pressure meter is calibrated. The biomed reported that everything is in order and the device still fails the calibration. The carefusion technical support representative advised the biomed that the transducer has most likely failed and that the main pcba needs replacement.

Event description:
The third party rental company biomed reported that the device is alarming "xdcr fault" and that the exhalation flow transducer will not calibrate. There was no report of patient involvement.